Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring food intervention. During the call to customer support, it was determined that the consumer has never control solution tested her new blood glucose test strips. Nor was she aware it was outlined in our directions for use. The consumer also reported storing her test strips in the kitchen, which may compromise the integrity of her test strips. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.